Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer touchscreen was not functional. It was indicated that this was due to the display being damaged. It was also indicated that the programmer¿s battery would not charge. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was unresponsive. The programmer was returned for service. No patient complications have been reported as a result of this event.